Event description:
The pt experienced a loss of therapeutic effect and a shocking/jolting sensation. It was noted that she had tried all 4 programs. The pt was at home in good condition. Additional information was requested.

Manufacturer narrative:
(B)(4).